Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with dryness in both eyes at one month post treatment. Lissamine green staining in both eyes showed right eye had less than left eye with 1+ conjuntiva and trace corneal staining in both eyes. Patient was already in artificial tears frequently, added restasis twice daily for 3 months in both eyes. Treatment date (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained that she felt things aren't as "crisp" as could be and some discomfort in both eyes. In (B)(6) 2014 surgeon reported patient presented with dry eye and blurred vision. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and suspect hyperaccommodation and possible patient expectations exceeding preop bcva's. Photorefractive keratectomy/phototherapeutic keratectomy in left eye was performed on (B)(6) 2015 to try and laser scrape. In (B)(6) 2015 surgeon reported that patient presented with epithelial basement membrane dystrophy (embd) and presumed erosions in left eye. The topical steroid dosage was increased. Surgeon reported patient had on and off complaint of blur and discomfort mainly at night in left eye since photorefractive keratectomy. Bandage contact lens was placed in left eye over heaped epithelium. No epithelial break. Fml (fluorometholone alcohol steroids) 3 times a day for 1 week. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of pain, pinching, tearing sensation in left eye for 4 days and that pain is 6/10 but some nights pain was 10/10. Patient reported symptoms are lasting and disabling and significantly interfering with daily activities. Bcva from (B)(6) 2014. Right eye pre-op 20/20 -.25 x -1.00 x 46. Left eye pre-op 20/20 -.25 x -.75 x 166. Bcva from (B)(6) 2014. Right eye post-op 20/20 .00 x -.25 x 78. Left eye post-op 20/20 .00 x .00 x 90. Bcva from (B)(6) 2015. 20/25 in right eye. 20/25 in left eye.